Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, the pb980 ventilator generated a background fault alarm with a " vent primary battery adc (analog-to-digital converter) voltage oor (out of range)" message and "shut off". It was also noted to have a battery with an illuminated red led (light emitting diode). After a review of the ventilator logs, there was evidence of the ventilator "starting up after a power failure" that resulted in a loss of ventilation (lov). The service personnel (sp) inspected the ventilator and found a relevant code from the ventilator logs, which confirmed the reported lov. Sp additionally found battery related diagnostic codes and replaced the battery. The ventilator passed all tests and calibrations according to the manufacturer's specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in the battery. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a background fault alarm with a " vent primary battery adc (analog-to-digital converter) voltage oor (out of range)" message and "shut off". It was also noted to have a battery with an illuminated red led (light emitting diode). The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Additional code added to section h6 evaluation code result. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, the pb980 ventilator generated a background fault alarm with a " vent primary battery adc (analog-to-digital converter) voltage oor (out of range)" message and "shut off". It was also noted to have a battery with an illuminated red led (light emitting diode). After a review of the ventilator logs, there was evidence of the ventilator "starting up after a power failure" that resulted in a loss of ventilation (lov). The device was available for evaluation. The service personnel (sp) inspected the ventilator and found a relevant code from the ventilator logs, which confirmed the reported lov. Sp additionally found battery related diagnostic codes and replaced the battery. The ventilator passed all tests and calibrations according to the manufacturer's specifications at the time of service. One battery was returned for failure investigation. Using the test ventilator, the battery was inserted into the primary battery receptacle with no leds displayed. At approximately 20 seconds after powering up in service mode, a red ¿!¿ for the primary battery receptacle was observed on the bdu status display and the red battery fault indicator was triggered, and ac (alternating current) was pulled shutting down the vent. This is indicative of a hardware short circuit (hsc) failure with the battery. With an hsc failure the battery will not work. The cause of the observed conditions determined to be hsc failure with battery. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.